Event description:
Caller reported a malfunction on the pump. Impact on customer¿s blood glucose level was unknown, as the caller declined to answer if it exceeded 500 mg/dl. Technical support provided pump reset information and helped the caller reset the pump, after which the malfunction did not recur. Customer was instructed to continue using the pump and to call back if the issue recurred.